Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's mother stated that they were not aware that the insulin pump should not be disconnected during the night and that the reservoir should be changed with the insulin set. Nothing further was reported.